Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of event: (B)(6) 2025. Needle failed to retract. Hb. Patient or end-user injured: n. When was incident noticed: prior to use. Was incident discovered during direct patient care: n. Was any medical treatment required: n.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5051384. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.